Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the user transferred from a different cgm to initiate fsl3+ use with the ilet, but the currently active sensor had been started in the freestyle app and could not pair with the ilet; the user was out of additional sensors and was guided to manually enter blood glucose, which measured 257 mg/dl, without reported symptoms. Symptoms included no clinical manifestations despite hyperglycemia. Outcomes included no alarms, no hospitalization, and education on manual entry and use of compatible sensors. Investigation included user interview and troubleshooting focused on cgm compatibility and setup. Investigation of this case revealed a cgm pairing incompatibility due to the sensor being initiated in a non-ilet workflow, with no device malfunction identified for the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use environment and setup rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.